Event description:
Pt had several days of low readings on suspect device. She began to hallucinate and at the hosp, her blood glucose result was 480 mg/dl. She was treated with insulin and admitted for 1 week.